Event description:
It was reported that the patient's system diagnostics recorded high impedances on the lead. The physician believes the lead pulled out of the port, but still had effective therapy. Surgical intervention took place on (B)(6) 2024 where the ipg was buried deeper into the pocket, and the lead was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.